Event description:
It was reported that this pacemaker was reviewed for loss of capture (loc) on the right ventricular (rv) lead channel and could not be confirmed on the presenting electrogram (egm). Technical services (ts) reviewed and determined that there were many beats without sizeable evoked response. Ts could not confirm if there were fusion beats and recommended the patient be checked in person at the clinic. This pacemaker and rv lead remain in service. No adverse patient effects were reported.